Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard a screeching sound from the device. An interrogation noted the right ventricular (rv) lead observed with t-wave oversensing (twos). Additional information from the clinic confirmed there was no alert recorded. The clinic was unable to determine the source of the sound. The lead remains in use. No patient complications have been reported as a result of this event.